Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead underwent a second implant procedure to place a left ventricular (lv) lead after being unable to implant a lv lead during the initial procedure. It was noted the rv lead was repositioned for an unknown reason at the time of the lv implant procedure. Approximately one month later the patient returned for a system check at which time rv loss of capture (loc) was observed at high outputs in addition to decreased, but in-range, pace impedance measurements and decreased amplitude signals. Another revision procedure was subsequently performed during which time the rv lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead underwent a second implant procedure to place a left ventricular (lv) lead after being unable to implant a lv lead during the initial procedure. It was noted the rv lead was repositioned for an unknown reason at the time of the lv implant procedure. Approximately one month later the patient returned for a system check at which time rv loss of capture (loc) was observed at high outputs in addition to decreased, but in-range, pace impedance measurements and decreased amplitude signals. Another revision procedure was subsequently performed during which time the rv lead was explanted and replaced. No adverse patient effects were reported.